Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. Damage to the feet and outer housing is likely unrelated and considered an incident finding as stated on the IFU and as a preventive measure, the user manual states: the transducer receptacle is addressed, "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug.connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device was found with a faulty connector socket. This caused the unit not to generate energy output. Additionally, the main chassis was found with deformity, and the rubber foot at the bottom was deformed. Other functions of the device were found functional. The identified parts needs to be replaced. The device was placed for repair. Based on evaluation findings, the reported issue was confirmed. The reported issue was found to be due to a faulty connector socket. The root cause of the reported issue is unknown. Likely probable cause was due to users mishandling issue.

Event description:
It was reported that during preparation for use for a therapeutic bladder stone removal, the device probe check light stays on after a probe check. The handpiece was replaced however, the issue persisted. The intended procedure was able to be completed using another device. A laser device was used however, the model and manufacturer of the device used was not provided. No further issue reported regarding the event. There was no patient harm or impact was reported. No user harm or injury was reported.